Event description:
It was reported that the patient reported increased pain and the patient was unclear whether an inflammatory mass was diagnosed via MRI. The patient had a pump which contained morphine; dosage and concentration were unknown. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).